Event description:
It was reported that a piece was left inside the body of the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.  Alleged failure: elderly male may have a lens from a 10mm scope in the gallbladder following a laparoscopic cholecystectomy. X-ray of patient is negative. Probable root cause: thermal destruction of epoxy, improper epoxy/curing process, laser welding failure, use error. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece was left inside the body of the patient.